Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with a prostyle device using the pre-close technique prior to an interventional cardiac ablation procedure via an 8.5f sheath. Reportedly, resistance occurred during step 2 (plunger could not be pushed down) and the device failed to deploy. The suture of an additional prostyle device was successfully pre-placed and the cardiac ablation procedure was completed using the same 8.5f sheath. Hemostasis was achieved with the pre-placed prostyle suture. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
Analysis was performed on the returned device. The lever was opened, and the foot was deployed with no resistance noted. The plunger was deployed without resistance. Therefore, the reported plunger mechanical jam could not be confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that may contribute to mechanical jam (failure to deploy) include but not limited to, interaction with patient anatomy (human tissue, calcified femoral vessel, etc.) Or failure to maintain a stable position of the device with respect to the tissue tract. The treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.